Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels (400 mg/dl) and diabetic ketoacidosis. Reportedly, the pump settings may need to be adjusted. Customer was treated through intravenous insulin and saline. Customer was released from the hospital 3 days later. Reportedly, the reported issue was resolved with treatment received while hospitalized, and there was no permanent damage to the customer.